Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer also experienced hyperglycemia. The customer¿s blood glucose was 29.2 mmol/l. Insulin delivery was suspended due to low sensor glucose value and the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 3.2 mmol/l. Customer declined to troubleshooting for hyperglycemia and already did correction. The sensor will not be returned for analysis.